Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right atrial (ra) lead defect occurred and the patient experienced leg edema, and dyspnea. Device settings were re-programmed and the ra lead remains in use. The patient is a participant in the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated suspicion of right atrial lead dislocation which could not be confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated device interrogation abnormal suspicion of lead dislocation. Chest x-ray revealed pleural effusion both sides. Blood tests abnormal revealed many values out of range.